Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, the device was found to be in backup vvi mode. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated that a power-on reset occurred during hv therapy delivery. The device was tested on the bench and using automated test equipment, and no anomaly was found. The cause of the reported backup vvi could not be determined.